Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged and had cracked housing. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and the device passed all functional testing. An alarm was unable to be duplicated. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.